Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the physician noted the right ventricular lead insulation was cut/broken; no electrical anomalies were noted. The physician elected to cap and replace the lead. The patient was doing fine throughout the procedure and would be followed normally.